Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a peri prosthetic fracture 6 months ago. The doctor placed an im nail retrograde lauf it correct to a non-union. The doctor decided to do a femoral replacement. The case went well with no complications. Updated 20-oct-2016 as: sales rep verbally clarified that the doctor place an im nail retrograde but it went on to a non union. Stryker knee product from primary surgery was removed along with im rod. The im rod was not stryker product. As per phone call with sales rep on (B)(6) 2016: the patient had a scorpio primary tka. The patient was then revised due to periprosthetic fracture. The surgeon decided to do a distal femoral replacement to gmrs components. Since gmrs components were being implanted on the femoral side, the tibial devices had to be revised to mate with the gmrs femoral components.